Event description:
The original complaint received from the affiliate stated that the cypher stent could not cross the lesion. The physician completed the case by using another cypher select plus stent. The product was returned for eval and it was noted that the product was received separated in two pieces at 13cm from the hub. Add'l info was received from the affiliate which stated that the product had separated during the procedure. The lesion was mildly calcified and hence when the doctor tried to exert some force, the shaft broke. The product was in this condition when it was shipped for eval. There was no injury to the pt.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.